Event description:
It was reported per medwatch report that the procedure was being performed on (B)(6) male pt in the left arterial for blood pressure monitoring. An arrow 22 gauge arterial catheter was inserted into the left radial artery, catheter advanced smoothly over the spring wire guide (swg), unable to withdraw needle & swg, angle decreased & needle /swg were removed. The catheter was noted to be separated. Pressure held until cutdown performed to retrieve catheter. Additional information rec'd on (B)(6) 2011 from the director of risk management stated a young resident was attempting placement of the radial artery catheter & was being observed by an attending. She obtained flashback during placement & reported the pt was having another issue at the time & the attending looked away for a minute. At which time, the resident experienced difficulty & immediately applied pressure to the pt's artery once she realized the catheter had been sheared. A cut down was then done below where the pressure was being held and the piece was removed without incident. The pt rec'd two stitches. Another catheter was placed successfully for the pt & he was fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.